Event description:
It was reported that the breakage of the ceramic head was noticed from the x-ray. Replacement of the liner and head will be performed on (B)(6) 2015. The activity of the patient was not high.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident cup. An event regarding malposition involving an unknown trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded that root cause of this pi failure case is procedure related regarding cup malposition through absent anteversion plus low inclination causing impingement and/or subluxation with peak contact forces in the articulation easily exceeding the strength of the ceramic material and ultimately leading to a fracture in the ceramic head. This pi case is not device-related as also supported by the mar findings. Device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: a review by a clinical consultant concluded that the root cause of this pi failure case is procedure related regarding cup malposition. No further investigation is required. If further information becomes available this investigation will be re-opened. Device implanted.